Event description:
It was reported that the device indicated it was at elective replacement (eri) after an electrical reset. The device was reprogrammed back to its previous settings and the longevity showed four months remaining. The device is still in use. It was also reported that the atrial lead had high outputs and low impedance and was thought to have an insulation breach. The atrial lead was programmed to not pace or sense. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.